Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number: (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced that infusion set was leaking in the tubing on (B)(6) 2025, which resulted in elevated blood glucose. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6001424 have already been tested for visual inspection and additionally for flow and leak in the database 2084261 on 12/feb/2025. All test results were within specifications as per the test report database 2084261 test report. Device history record (DHR) review: the lot 6001424 was manufactured according to the work instruction (wi) version 75 packing in the multivac 12, on 26/may/2024, with a total of (B)(4) units. Glue-tubing: the lot 3e04443 was manufactured according to the wi version 38 in the machine 08, on 24/may/2023, with a total of (B)(4) units. The lot 3e04442 was manufactured according to the wi version 38 in the machine 05, on 24/jan/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 17-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 6001424 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak in tubing connectors, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.